Event description:
The initial reporter received questionable elecsys tsh assay, elecsys testosterone ii assay, and elecsys pth immunoassay results for 9 patients tested on a cobas 8000 e 801 module. The initial results were reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas 8000 e 801 module. Sample identifier (B)(6) had an initial tsh result of 3.6 uiu/ml. The patient's repeat tsh result was 4.68 uiu/ml. Sample identifier (B)(6) had an initial tsh result of 1.83 uiu/ml. The patient's repeat tsh result was 6.74 uiu/ml. Sample identifier (B)(6) had an initial tsh result of 0.0504 uiu/ml. The patient's repeat tsh result was 1.04 uiu/ml. Sample identifier (B)(6) had an initial tsh result of 0.157 uiu/ml. The patient's repeat tsh result was 3.47 uiu/ml. Sample identifier (B)(6) had an initial tsh result of 0.0154 uiu/ml. The patient's repeat tsh result was 1.92 uiu/ml. Sample identifier (B)(6) had an initial tsh result of 0.0241 uiu/ml. The patient's repeat tsh result was 2.11 uiu/ml. Sample identifier (B)(6) had an initial testosterone result of 1500 ng/dl. The patient's repeat testosterone result was 401 ng/dl. Sample identifier (B)(6) had an initial pth result of 29.7 pg/ml. The patient's repeat pth result was 103 pg/ml. Sample identifier (B)(6) had an initial testosterone result of 1500 ng/dl. The patient's repeat testosterone result was 519 ng/dl. The customer determined the repeat results were correct. The tsh, testosterone, and pth reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service engineer found the tubing for the rinsing mechanism was broken and replaced the tubing. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.